Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, though the user conducted reprocessing in according to the instructions for use, a specific root cause of the foreign material clogging the a/w nozzle could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b3 and b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the blocked channel was found after a therapeutic procedure. There were no patient complications.

Event description:
The customer reported the air/water channel of the evis exera iii gastrointestinal videoscope was blocked and a bubbled appeared. The tube was not passable in the machine after several tests and swabs. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The report is being submitted due to the foreign material in the nozzle found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in event, evaluation found angulation was reduced, the adhesive of the bending section cover was deteriorated, the coating of the insertion tube was peeling, the universal cord was damaged, the light guide lens was chipped, and the adhesives around the light guide and objective lenses were partially missing and showed wear/tear. This event is under investigation. A supplemental report will be submitted upon receiving additional information.